Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed that the battery compartment was cracked at the opening of the battery chamber. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. The display lens was scratched and the keypad was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the top of the battery compartment was cracked and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.